Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that an unspecified mentor implant, ruptured on an unspecified side, twenty-five years ago. No patient information or other device information was provided. The reporter only wanted to know if there was financial assistance available for the event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Additional information from the initial reporter indicated they wanted the case closed and that there was no complaint.